Event description:
It was initially reported that there was an injury due to a siderail being bent in towards the middle of the stretcher creating a pinch point. A visitor at the hosp sat on the side of the stretcher and got the tip of their finger severed off by the pinch point. The stretcher has been taken out of svc. There was pt involvement and adverse consequences.

Manufacturer narrative:
A letter has been sent to the customer informing them that this stretcher has exceeded its expected life and the stretcher should be taken out of svc. The dir of the emergency dept provided the following add'l event details. The pt was lying on the stretcher. The pt lowered the siderail. He spun his legs off the side of the stretcher to exit the stretcher, but still had body weight on the bed of the stretcher. The pt placed his hand on the toprail and one of his finger tips went between the end of the toprail and the end spindle. As the pt attempted to exit the stretcher, he slid his body weight on to the lowered siderail and this allegedly caused the toprail to push pass the cradle contact point. The toprail was allowed to lower further and caused a pinch point between the toprail and the end spindle with the pt's finger tip still between the toprail and the end spindle. The pt's finger tip above the finger nail was allegedly pinched off. The pt received treatment to control bleeding and received sutures.